Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered five inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) oversensing. The ICD system remains in service. No adverse patient effects were reported.